Event description:
High leh ventricular (lv) output review of the lv lead impedance suggests that the impedance is decreasing. This is most likely the reason for the high lv output (threshold). (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).